Event description:
Ambulance personnel were attempting to pace a cardiac arrest pt with some idioventricular complexes and no pulse. Allegedly the monitor displayed some ECG artifact and capture could not be discerned. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the alleged pt's condition. This opinion was based on the reporter's assessment of the pt's viability.